Manufacturer narrative:
Other applicable components are: product ID neu_wrench_acc, serial# unknown, product type: accessory. Analysis of the ins (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative reported that they had difficulty inserted the lead during procedure. It was confirmed the header bore was cleared and set screw was backed out of the bore( back out by ½ to ¼ turn). The lead did not look unusual per rep. They rotated the implantable neurostimulator(ins) while inserting the lead but this did not resolve the issue. The healthcare provider (hcp) used another ins and the lead inserted fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.